Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer did not know if his blood glucose levels were impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.